Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported the ID now covid-19 instrument to be smoking after a hard reboot. There was no visible fire or any harm due to the smoke. The ID now covid-19 instrument would no longer power on. There was no patient involvement.

Manufacturer narrative:
Investigation report: the device was returned in a condition that made analysis impossible. The release documentation for instrument part number nat024 and instrument serial number (B)(6) was reviewed and the instrument met all release criteria. Notwithstanding, a review of complaints' did not reveal any unexpected results. In conclusion, the customer's returned instrument could not be verified for overheating when tested at abbott diagnostics scarborough. Therefore, a root cause could not be determined.